Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "upstream alarm malfunction" caused by low fluid numbers on the ultrasonic sensor.which may have caused the reportable symptom. The upstream sensor and re-calibrated to correct this condition.